Event description:
Nursing staff noticed that 4 ECMO membranes (not yet connected to patients) that were primed with fluid were leaking. Membrane #1 leaked during assembly for priming with fluid. Membrane #2 leaked a few hours after it had been primed with fluid. Membrane # 3 and membrane # 4 were noticed to be leaking at some point after they had been primed with fluid, but the exact time of the start of the leak is unknown. Again, these membranes were not attached to patients. The site continues to use these membranes from medtronic and continue to check for leaking. However, the 4 membranes in question have been returned to the manufacturer.